Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no audio condition which was reproduced during evaluation by troubleshooting the device. Evaluation found the symptom to be caused by a failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no sound that is able to come from speaker even after attempting to get it to produce sound. The problem occurred during programming/setup in the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.